Manufacturer narrative:
E3 - occupation: corrected manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The event log files collectively contained approximately 14 days of relevant information (05dec2024 to 19dec2024 per timestamp). At 10:14:00 on (B)(6)2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages was slightly outside the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. The backup battery fault alarm remained active until the controller was exchanged and shut down later that day. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D- section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing backup battery (ebb) fault alarms again, despite replacement of ebb a couple weeks ago. A system controller exchange was planned. The old system controller was (B)(6), issued to the patient (B)(6)2024. A warranty replacement system controller was requested. The system controller will be returned to abbott for evaluation and tracking number will be updated once available. The ebb was replaced on (B)(6)2024 and the system controller was exchanged on (B)(6)2024 because the ebb fault alarms were a recurring issue on the same system controller. Log files were sent from the old system controller prior to the exchange, and the event log confirmed the reported ebb faults. The ebb was failing the internal load test performed by the system controller. The pump itself was operating within normal parameters. As of (B)(6)2024, the controller exchange resolved the issue and no new alarms had been reported by the patient. The patient was asymptomatic during the exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.